Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the ratchet does not work at all, so the jaws do not stay fully open before the firing. The patient's condition was reported as fine.